Manufacturer narrative:
The results of investigation verified the complaint. The condition observed was attributed to a coarser dispersion of barium sulfate particles in the powder component of the bone cement. Testing and analysis indicated that this is a cosmetic condition which will have no adverse effect on the mechanical properties of the bone cement. Testing verified conformance to internal acceptance specifications. In addition; samples of cement exhibiting this condition were tested for tensile strength which was found to be within the normally expected range for simplex p bone cement. As a result of investigation co has adjusted the milling and blending process to result in a finer dispersion of barium sulfate particles. All current production of simplex p powder reflects this change.

Event description:
The bone cement appeared gritty after mixing. There was no adverse consequence for the pt or delay in surgery or anesthesia time.